Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that a spotorno stem and sulox head in combination with depuys acetabular components were implanted on (B)(6) 2004 and revised on (B)(6) 2019 due to pain, osteolysis and bone loss. The patient experienced immobility due to painful hip. The x-rays have shown concentric wear of poly liner. Intraoperatively, stem was found to be very well fixed and difficult to remove. A large amount of osteolysis was found proximally around the stem and proximal bone loss was present. Review of received data: no medical data such as x-rays or surgical notes were received. Pictures of explanted cls sportono stem and sulox head were received. The sulox head shows some metal transfer in the taper area indicating a proper connection between stem and head. Moreover, there are several scratches along the rim, which might have been caused during removal. The taper of the cls spotorno stem shows coarse scratches, most likely caused during explantation. There is few bone attachment proximal in the anchoring fins as well as a few on the distal stem area. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the device is intended for treatment. The product combination was not approved by zimmer biomet, as the sulox head and cls spotorno stem were combined with competitor's products from depuys. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that a spotorno stem and sulox head in combination with depuy acetabular components were revised on (B)(6) 2019 due to pain, osteolysis and bone loss after 15 years in vivo. Radiographically, concentric wear of poly liner was seen. Intraoperatively, stem was found to be very well fixed and difficult to remove. A large amount of osteolysis was found proximally around the stem and proximal bone loss was present. The investigation results did not identify a non-conformance of the products. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. It could be assumed, that the wear particles of the poly liner might have caused or contributed to the osteolysis in the proximal area of the femoral stem. Moreover, a combination of products from different manufacturers was used which has to be considered off-label use. If and to what extend this off-label use contributed to the reported event remains unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00470, 0009613350-2019-00471.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to pain, osteolysis, bone loss and immobility due to painful hip.